Manufacturer narrative:
No failure found during the investigation. The module recognized an episode of low spo2 and generated two high-priority alarms. This report is considered complete.

Event description:
Spacelabs received a report on (B)(6) 2021, that a xprezzon alarmed but they could not see the alarm at the central station. Biomed can see the alarms in ca. They reported no injury initially. In new information found on august 24, 2021, by a field service engineer, a patient had coded from covid complications. The biomed did not see any sp02 alarms.